Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. No pressure, per dealer. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.